Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component defect. The analysis of the board d115 showed that the capacitance of c37 and c38 was reduced. As a consequence, the anode frequency can fluctuate. The generator detects that the anode rotation speed is too low and the system switches to "bypass fluoro" mode. After few seconds, the anode rotation is back over the threshold value and the system recovers and is fully functional. The loss of the capacitance and the associated anode rotation problem will progress slowly so that the user is able to detect the error timely. All components used in the generator are ul-certified. In the event electronic components are defective, they may emit smoke, heat and noise. This will stop after the source of energy (mains voltage) is cut off. The manufacturer is not considering further actions resulting from this event as the system was installed 2006 and this failure occurred after 12 years.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that capacitors of the d115 board burst and caused a burning smell and smoke in the examination room. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.